Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed pressure transducer test during pre-use check. The investigation found defective nozzle unit of the gas modules. The problem was solved by replicating the nozzle unit of gas modules. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The received logs confirmed the reported pressure transducer test failure on (B)(6) 2022. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The replaced nozzle units were not returned for investigation, therefor the root cause for the reported problem could not be determined.